Event description:
Baxter-spain received a customer report involving an elastomeric device observed to be involved in an overinfusion incident. The device was filled with 5 fluorouracil; concentration: 2100 mg and normal saline for a total fill volume of 250 ml. The infusion was observed to have finished in 24 hours instead of the expected 48 hours. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
Sample evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Subsequently, per procedure, a flow test was performed on the unit for 43.5 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced for the unit: calculated 4.95 normalized (2.5%) 5.08 specification range 4.50 --5.50. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A batch review has been conducted by the manufacturing qa group which revealed that the lot passed all release criteria. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.